Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: unknown/ not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was treated on (B)(6) 2020 and resulted in suboptimal results. Right eye (od) wavescan measurement -2.73+0.29x083. Left eye (os) wavescan measurement -3.00 +0.52x084. On (B)(6) 2020 patient had enhancement using idesign measurement on od -1.40+0.58x097. On (B)(6) 2020 patient had enhancement using idesign measurement on os -1.41+0.59x094. This report is for the wavescan. A separate report will be filed for the visx.

Manufacturer narrative:
Section h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 07/30/2005, however the correct date is 7/30/2003. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.